Event description:
Report received of the clinitek atlas system reporting 2-3+ for blood and the uf1000 results being negative. Results were questioned by physician. There was no impact to pt care as a result of this event.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. Examination of the system revealed that the probe and strips were not aligned properly. The fse adjusted the alignment. System is operational.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. Examination of the system revealed that the probe and strips were not aligned properly. The fse adjusted the alignment. System is operational.